Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient had a mechanical fall and presented due to losing motor function in the right leg and bowel/bladder issues. The MRI read: there is a small eccentric collection within the left posterior aspect of the spinal cord at t9 measuring 6 mm in diameter and which demonstrate mild peripheral enhancement. In correlation with the prior CT, there appears to be a pump catheter that enters the spinal canal at t11-12 and ascends to the t8-9 level. The catheter appears to enter the left anterior aspect of the spinal cord at t11-12 (series 15 image 28) and ascends within the left aspect of the spinal cord reaching the t8-9 level. Additional information received from the company representative (rep) reported that the healthcare provider indicated that the patient was doing substantially better after the catheter was explanted.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: 2019-08-27 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 18-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.